Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. Customer reverted to an alternate method of insulin delivery.